Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 350cc and experienced a gel bleed and capsular contracture (baker grade unknown) on the left breast implant. The patient felt a fold in the implant and thought her left implant was ruptured. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant gel implant catalog 350-3501bc, s/n (B)(4) on (B)(6) 2018. The surgeon found a gel bleed on the left implant upon removal. There was no note of rupture.

Manufacturer narrative:
New information: during the product investigation, it was observed that the returned product had a different lot number than the one originally reported. Per clarification with the customer, the returned product is not the one originally reported; therefore, no product has been returned to the mentor failure analysis lab so no product failure analysis was conducted. If the reported complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).